Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Product analysis: upon receipt of the suspect complaint delivery catheter system (dcs) at medtronic's quality laboratory, the valve was received loaded in the capsule of the dcs. Visual analysis showed the handle of the dcs was not intact; the device was received with the handle components detached from the dcs. The device was received with the capsule partially opened. The carriage components were undamaged. The device was returned with the end cap/screw gear snap fit connected. The tabs are observed to be present on the male deployment knob component. A stress mark was observed on each of the tabs. A void was observed on the proximal end of the capsule. A kink was observed on the inner member immediately proximal to nose cone. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported event indicated there was difficulty advancing the dcs. Difficulties advancing the dcs through patient anatomy is known to be related to procedural factors, user technique, and/or patient anatomy (ex. Angulation, calcification, tortuosity, etc.). In this case, the vessel was tortuous and calcified. This indicates the most likely root cause of the advancement difficulties was calcified patient anatomy. There was no information to suggest a device quality deficiency that may have caused or contributed to this event. It was reported when the valve was 1/3 deployed, a strange noise was heard and the handle broke. It was attempted to put the handle back together; however, was unsuccessful and the system was removed from the patient. The dcs was returned to medtronic for analysis. The device was received with the deployment knob (also known as the actuator or handle) components detached from the dcs which confirmed the reported event. Damage was observed on the actuator tabs. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Voids were observed on the capsule, which indicate delamination between the capsule outer polymer and the nitinol frame, and typically occur when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy, as was reported in this case. A kink was observed on the inner member shaft. The description of the event does not indicate this kink occurred during the reported issue. Inner member shaft kinks have historically been seen on devices returned with the capsule partially open and without the stylet in place during transport back for analysis, as was observed on the subject dcs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a tortuous and calcified right vessel, a fluoroscopy revealed a successful valve load. The inline sheath was attempted over the confida guidewire, however, the capsule would not advance further than the bifurcation. The capsule was removed and the guidewire was changed to a lunderquist. It was attempted to advance the capsule again, however, it would not advance further than the bifurcation. The capsule was removed and a non-medtronic 18 fr sheath was used. The capsule was advanced and the valve was positioned in the annulus. The valve was 1/3 opened when a strange noise was heard and the handle broke. It was attempted to put the handle back together, however, was unsuccessful. The valve and delivery catheter system (dcs) were removed from the patient. It was reported the deployment knob trigger was used to open the capsule prior to loading the valve. A new valve and dcs were used and the valve was successfully implanted. No adverse patient effects were reported.